Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The physician was unable to cross the lesion with a taxus express2 8.8% 2.5 x 24 mm drug eluting stent or a taxus express2 8.8% 2.5 x 12 mm drug eluting stent. The physician then predilated the lesion and was able to cross with a taxus express2 8.8% 3.0 x 20 mm drug eluting stent.